Manufacturer narrative:
The report of issues implanting valve could not be confirmed through visual examination. X-ray demonstrated wireform intact. Suture holes were observed around the sewing ring. Serrated marking were observed on the cusp of leaflet 1 and on leaflet 3 near commissure 1. The wireform was exposed at the inflow aspect near leaflet 3. Based on the product evaluation findings, a product deficiency was not identified.

Manufacturer narrative:
(B)(4). The event was reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, it was reported that the valve angle could not contract and caused abnormal damage and bleeding. It was also reported that the patient's subvalvular structure was complicated. The patient was reported as being hospitalized and stable. The device has not been returned to edwards for analysis, the root cause for the event could not be conclusively determined. However, it is likely that patient related factors and procedural factors contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 27mm pericardial mitral valve was explanted at implant. It was reported the "valve angle could not contract, the subvalvular structure of the patient was complicated, and had caused abnormal damage, considering that if it is forced implanted, it may cause severe consequence of ventricular rupture." There was bleeding was noted. The 27mm valve was then removed and replaced with a 27mm non-edwards valve as it has little angle. Intraoperative, it was observed that the left ventricle and the right atrium were enlarged. There was no thrombus noted. After the non-edwards valve was implanted, the leaflets closed and opened properly and the patient was transferred to intensive care unit. The patient¿s status was reported as hospitalized and stable.